Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). July 23, 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. July 29, 2015 software analysis was unable to determine probable cause with the information provided. No further issues have been reported.

Event description:
A site engineering representative reported that, while in an ear, nose & throat (ent) procedure, their navigation system became unresponsive and required a re-boot to restore normal function. This occurred two times while the surgeon was navigating. The system re-boot corrected the issue. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Contrary to what was previously reported, a software investigation was completed and found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
On (B)(4) 2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from (B)(4) 2015 to (B)(4) 2016. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2016. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.